Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that after removing the epidural catheter they noticed the black tip was missing. An x-ray was performed afterwards. They checked other catheters in the carton and all the others were as they should be. There was no delay in treatment and no pt death or complications was reported. Additional info received on (B)(4) 2012 states that it is unk if the check tip was present on the catheter when it was inserted. It was not a difficult removal of the device. A CT scan was taken with no foreign objects noted.